Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of escherichia coli as citrobacter when using phoenix panel nmic/ID-307 (449289) batch number 3010436. The customer did not return panels or phoenix generated lab reports but returned isolates for the investigation. To investigate, four retention panels from complaint batch 3010436 was tested using customer returned isolate e. Coli fl-1 on a phoenix m50 machine and evaluated for identification results. Next, two control panels from the same material but different batch was tested using customer returned isolate e. Coli fl-1 on a phoenix m50 machine and evaluated for identification results. All six panels identified as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on the complaint batch, related to this defect and one of which is confirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using panel phoenix nmic/ID-307, one sample of e. Coli misidentified as citrobacter. No patient impact reported. The following information was provided by the initial reporter: "e. Coli misidentified as citrobacter."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307, one sample of e. Coli misidentified as citrobacter. No patient impact reported. The following information was provided by the initial reporter: "e. Coli misidentified as citrobacter."